Manufacturer narrative:
Zoll has not yet received the li-ion battery (s/n:.(B)(4)) for investigation. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a regular shift check, the autopulse new li-ion battery (s/n (B)(4)) would not turn autopulse on even though the battery was fully charged. There was no patient involvement reported.

Manufacturer narrative:
The li-ion battery (s/n# (B)(4)) was returned to zoll san jose for evaluation. A visual inspection of the returned battery was performed and found no visible damage upon receipt. A review of the archive was performed and showed multiple faults error on the event date from (B)(6) 2016; thus confirming the reported complaint. Further archive review revealed that the last time battery was successfully charged on (B)(6) 2016 and the battery was last inserted into the autopulse on (B)(6) 2016. Functional testing was performed. The returned battery was inserted into the test autopulse platform and the platform did not turn on; thus confirming the reported complaint. Further testing, the battery was placed into a known good multi chemistry charger and red leds illuminated on the battery charger indicating that the battery charging failed. In summary, the customer's reported complaint was confirmed during archive review and functional test. The root cause could not be determined and under investigation. (Note: the corrected battery manufacturing date is 04/19/2016).